Event description:
Complainant alleged that while treating a pt (age unk) the device discharged energy to the pt and then the display went blank. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.